Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that in one of the infusion sets, the tubing completely disconnected from the plastic portion where the piece connected to the site. The patient's blood glucose level was 355 mg/dl at the time of this event. The patient did not notice any damage when the package was first opened. No further information available.